Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This report is being submitted to relay on initial information and investigation results. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01201. Medical devices: regen/rnglc+ multi 56mm sz 24 catalog#: pt-106056 lot#: 360640, 32mm mod head cocr +3mm neck catalog#: 163670 lot#: 00j3235778, arcos 17x190mm spl tpr dist ha catalog#: 22-300917 lot#: 504230, arcos troch claw small 100mm: ref 11-302102 lot 085570, arcos con sz a std 70mm ha catalog#: 22-301321 lot#: 013730, unknown screw catalog#: ni lot#: ni, unknown screw catalog#: ni lot#: ni, ringloc-x e1 h/w 54/32mm 24 catalog#: ep-053254 lot#: 3276013. Foreign: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a revision surgery, two cerclage wires, trochanteric claw plate and bolt were removed and a loose femoral bone fragment was readapted with new cerclage wires. Attempts have been made and additional information on the reported event is unavailable.